Manufacturer narrative:
Device code: - off label use (in the iliac artery). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the iliac artery after an interventional procedure. Reportedly, there was no bleed back through the marker. The device was removed from the pt anatomy and a second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.